Manufacturer narrative:
Literature citation: akio muramoto, yuji matsubara, yoshinori morita "safety and treatment effect of bkp for osteoporotic vertebral fracture with leg symptoms" mean age: (B)(6) male: 5, female: 9 neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in an abstract that total of 76 patients/88 vertebrae underwent balloon kyphoplasty in the period between (b)(64) 2012 and (B)(6) 2014 . Among them, 14 patients/14 vertebrae ) whose lower limb symptoms were possibly attributed to vertebral fractures were investigated. Post-operatively, cement leakage outside the vertebral body was observed in four patients.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.